Manufacturer narrative:
Occupation: consumer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported the patient was anxious and upset that they were having difficulty working the programmer on the device. The rep walked the patient through the process of communicating with the ins and it was found to be off. It was noted the ins was on and functioning in the clinic one week prior. The patient and the rep lowered the settings. The rep contacted the patient's managing hcp's nurse practitioner (np), who asked the rep if the patient was suicidal. The np then contacted the patient, and subsequently called 911. The patient was on their way to the emergency room to be evaluated. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who confirmed the patient was having suicidal thoughts at the time. He noted the patient had anxiety issues before the implant of the device in (B)(6) 2018 but did not have any further information regarding the event.